Manufacturer narrative:
(B)(4) date sent: 11/20/2025 d4: batch #465d10. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: no 2. Did the device deliver any staples? No 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? No 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws? Yes, but it sounds like it was user error. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, also with a 12 mm trocar inserted in the shaft, and with one gst60w reload loaded in the device. The reload was received fully fired. During visual inspection, the bailout door was noted to be out of position; additionally, the bailout lever was damaged, likely due to interaction with the cam bailout. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97k0v, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 465d10, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure, they experienced a lock out of the stapler on a patient. Staff tried reverse button, and taking the battery out. Used manual override and another surgeon was brought in and able to get the jaws open and remove it from the patient successfully. No patient injury was sustained and the procedure was completed. There was no patient consequence nor surgical delay reported. No additional information provided.